Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri due to high battery impedance was logged on 08 dec 2011 prior to explant. Ramware version 8 installed (B)(6) 2011. High battery impedance occurred, leading to eri.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.